Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43mg/dl. Reportedly, the pump delivered insulin based off an inaccurate reading received on the continuous glucose monitor from a non-tandem sensor. Carbohydrates were consumed to address bg level. Recommendation was made to discuss diabetes management with a heath care professional.